Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that during a continuous infusion of blinatumomab a smiths medical cadd extension set was leaking at the filter. It was reported that the patient was brought to the michael rice ward of the women's and children's hospital where the old line was disconnected and a new line was subsequently connected. Per reporter, a "small amount of drug was lost and the patient was disconnected from continuous chemotherapy for a short time." No adverse patient effects were reported.